Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The treatment for the peritonitis included injections of reflin (1 gram, once daily in each bag) and fortum (1 gram once daily in each bag). It was not reported if pd therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.